Event description:
This spontaneous case was reported by a consumer and describes the occurrence of iron deficiency anaemia ("suffered anemia") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, she experienced iron deficiency anaemia (seriousness criterion medically important), genital haemorrhage ("heavy bleeding"), pelvic pain ("right-side pain after the insertion"), heavy menstrual bleeding ("heavy periods") and device dislocation ("her hcp mentioned that they cannot find the placement of essure because it is not in her ovary anymore"). An unknown time later she experienced pregnancy with contraceptive device ("she got pregnant"). The patient was treated with non-drug therapy (infusion). Essure treatment was not changed. At the time of the report, the outcomes for iron deficiency anaemia, pelvic pain, heavy menstrual bleeding and device dislocation were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to genital haemorrhage, pelvic pain, iron deficiency anaemia, heavy menstrual bleeding, device dislocation or pregnancy with contraceptive device. The reporter commented: she wants to know the side effect of the essure because she thought she might be experiencing all of the symptoms mentioned following the essure placement. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of iron deficiency anaemia ("suffered anemia") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010 she experienced iron deficiency anaemia (seriousness criterion medically important), genital haemorrhage ("heavy bleeding"), pelvic pain ("right-side pain after the insertion"), heavy menstrual bleeding ("heavy periods") and device dislocation ("her hcp mentioned that they cannot find the placement of essure because it is not in her ovary anymore"). An unknown time later she experienced pregnancy with contraceptive device ("she got pregnant"). The patient was treated with non-drug therapy (infusion). Essure treatment was not changed. At the time of the report, the outcomes for iron deficiency anaemia, pelvic pain, heavy menstrual bleeding and device dislocation were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to genital haemorrhage, pelvic pain, iron deficiency anaemia, heavy menstrual bleeding, device dislocation or pregnancy with contraceptive device. The reporter commented: she wants to know the side effect of the essure because she thought she might be experiencing all of the symptoms mentioned following the essure placement. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.